Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The review of heart rate curve from pt f/u data revealed that pt was paced at 60 ppm even though the basic pacing rate was programmed at 70 ppm.